Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. In a product experience report received on (B)(6) 2018 this lead was part of a system revision due to infection. Based on fluoroscopy, the lead was exposed and the metal part was in contact with the blood. It was observed that the treatment of the lead was not properly performed so cleaning and procedure for lead treatment was done. Cleaning was performed and the abscess was removed. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).